Event description:
During surgery, a blood oozing was reported after a vascular graft was used as a cannula for extracorporeal circulation (ecc). Graft was removed at the end of the ecc procedure and was discarded by the institution. There was no reported pt injury and the pt was reported to have recovered.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No product eval was performed since the graft was discarded by the institution. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of six products coated on the same day than the complaint device indicated values well within product specs. One product coated the same day, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specs. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective. Please note that the device was not used in an approved indication. In addition, it should also be noted that the product IFU clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.